Event description:
It was reported that during the device follow up the physician elected to induce ventricular fibrillation (vf) to evaluate the low right ventricular (rv) lead sensing. It was unknown if there was a change in the patient condition. The physician performed surgical intervention to replace the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to undersensing. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.